Event description:
It was reported by service report that the scale was inaccurate at low height because of the drifting foot end lift actuator. There was no pt involvement; however, adverse consequences were unk.